Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal visual inspection was performed with the naked eye and magnification with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The heater elements were checked and both were found to be within specification. The device was monitored with tempmon while agitating all connections on the thermo printed circuit board and no issues occurred. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adjusted the comfort control setting on their homechoice device and could still feel the heat of the solution. This occurred during an unknown step of peritoneal dialysis therapy. The patient¿s nurse advised the patient to rule out the homechoice device as the reasoning that their body feels warm from the solution, so the patient requested a swap of the device. The technical services representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.